Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited inappropriate atrial tachycardia/ atrial fibrillation anti-tachycardia pacing therapies which caused an accelerated ventricular rate. The device remains in use. No further patient complications have been reported as a result of this event.